Event description:
It is reported the patient is experiencing corrosion of hip component(s); however, the full nature of harm is unk at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the operative notes for the primary surgical procedure performed on (B)(6) 2010 indicated that the surgeon evaluation of the intraoperative x-rays demonstrated satisfactory component position and leg length. The surgeon stated that final stability was satisfactory. Cause cannot be definitively determined. No devices were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised approximately five years post-implantation due to adverse local tissue reaction secondary to corrosion on the metal on metal junction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision approximately five years post initial surgery due to pain and elevated blood metal ions. Intraoperative surgical findings included a ring of black material proximal to the discoloration noted where the taper had engaged. The surgeon noted that it appeared to him as if there was mechanically assisted crevice corrosion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with op notes received. Initial op notes demonstrated that the patient had left tha due to post traumatic arthritis. Intraop x-ray demonstrated satisfactory component position and leg length. X-ray: left tha normal significant radiolucent line formation or osteolysis, there appears to be some mild spot welding about the coated portion of the stem proximally. X-ray: left tha appearance is stable. Lab test showed that serum chromium and cobalt level elevated. Revision op notes demonstrated that the patient was revised due to tissue reaction and elevated metal ion levels. Corrosion was identified on the neck and head junction. Cup and stem were found well-fixed and kept. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.